Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was drawing insulin from one cartridge to another. There was no reported adverse impact to the customer. Customer received education from technical support about possible causes of the fill estimate issue, acknowledged the information, and no further action was required.